Event description:
It was reported that the pump had an error code 45982 when switched on. The incident happened before using on patient. There was no patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump showed error 45630 and 41622 in the ehl. The pump was also found to have a cracked downstream occlusion (dso) seal. The cause of the customer reported problem was a defective printed wiring assembly (pwa) and defective motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pwa, motor, dso seal, and dso sensor.